Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead could not be placed after repeated attempts. A single chamber device was placed instead and the ra lead was discarded. No patient complications have been reported as a result of this event.